Event description:
The following has been reported: biomed reported: pump failure alarm. No patient harm/infusion stoppage reported. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an air compressor failure. During startup, instead of the normal pneumatic charging noises, this pump made low sputtering sounds, consistent with a failed air compressor. The device was reverted and failed basic recharge tests in the same way.